Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device from the product ship date is - 6 years, 9 months. The system controller was returned for evaluation. The report of a red heart alarm event was confirmed based on the functional and electrical testing performed on the returned system controller and through the review of the downloaded log file. Visual examination of the returned system controller also confirmed broken/missing pins within the black power connector. The analysis suggests the broken pins were related to an alignment issue during physically mating the connectors to either the patient cable or battery clip. Functional testing confirmed the reported pump stop (red heart alarm) event associated with a loss of power while the returned system controller was operated solely via the black power cable. The loss of power is consistent with the missing pins within the black power connector. The data captured in the log file that was retrieved from the returned system controller associated with power loss/pump stop event appear to be related to the evaluation findings within the returned system controller. The observed missing pins did not affect the system controller¿s ability to operate the lvad when the system controller operated on both power cables connected to the power source or when the system controller operated via the white power cable. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that when transitioning the patient to batteries, a red heart alarm was noted. The lvad system was transitioned to ac power and the alarm resolved. The exercise was completed one more time with the same outcome. The system controller power lead was inspected and a broken pin on black lead of the system controller was found. The system controller was exchanged without issue. The system controller had been examined in the office the previous week and the broken pin was not seen at that time. The system controller was assessed by the manufacturer, and a pump stoppage event was confirmed.